Event description:
It was initially reported on (B)(6) 2013 that for a patient during stage 1 and 2 implant procedure today they got motor response. The patient came out of anesthesia and when they were doing programming the patient did not feel any stim at 8.5 volts with 7 different programs. They increased amp with both 8840 and patient programmer but the patient did not feel any stim. They were doing programming 1 hour and 15 mins after implant and the patient was fully awake. The patient had trial one year ago and then both lead and ins implanted on (B)(6) 2013. No falls or trauma occurred and nothing abnormal occurred during procedure. Impedances were in range both during surgery and postop. Impedances were 600-1100. Lateral and ap x-ray was done and looked good. They had to push some on ins incision in order to get communication with patient programmer and this pressure didn't phase the patient. No paralytics/long acting muscle relaxer was used, just local anesthetic was used. The patient was sent home at low setting on program with electrodes that showed greatest response in the or. It was later reported from clinic notes that the patient was seen on (B)(6) 2013 for follow up of implantation of interstim lead as well as ipg unit. The lead had been placed in the s3 foramina and they got an excellent bellows and great toe reflex during the procedure. The patient was awake and did not feel the stimulation during the surgery and afterwards. The interstim device was working well. During pne stimulation testing, the patient was able to feel the stimulation on both the right and left sides. The patient was not feeling any benefit. The patient was voiding 10 times during the day. She had daily nocturnal enuresis and she was voiding 4 times at night. The patient had tried enablex before, so they gave her a trial of enablex in the interim. Additional reporting noted that the patient's issues had not resolved and on (B)(6) 2013 the ins and lead were explanted due to the fact that with initial implant the patient displayed motor response to stim but after implant the patient could not feel any stim. They had tried various programs over 3 - 4 weeks but were unable to obtain patient sense or response to stim. At the time of surgery on (B)(6) 2013 they attempted a second potential implant using lead model 3889 with lot # va07hns. They received motor response (toes/bellows), woke the patient up, but she couldn't sense any stimulation. Therefore, the physician felt it was a patient issue and they removed everything. The patient had a follow up visit on (B)(6) 2013 and was doing fine. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07hnz, implanted: (B)(6) 2013. Product type: lead: product ID 3889-28, lot# va06tas, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead. Analysis of neurostimulator, model 3058, serial # (B)(4), showed no anomalies. Analysis of lead model 3889-28 lot #s va06tas showed no significant anomalies. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # va07hnz, product type lead; product ID 3889-28, lot # va0 6tas, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.